Event description:
There were mechanical complications with the gravity tubing and spike adapter used during the preparation and administration of a hematopoietic stem cell transplant. When the gravity tubing was being primed with normal saline, the bedside rn noted an unusually slow drip rate, which did not improve with completely opening the roller clamp. (There needs to be free flow of fluid through this tubing when stem cells are infusing to avoid clumping of cells or other adverse effects.) This tubing was discarded and replaced with a new set of gravity tubing, which dripped appropriately. Product information: bd smartsite gravity set, needle-free valve (vented/nonvented) ref 41173e (alaris products) lot h37041173e1d (both sets of gravity tubing used were from this lot.) During the stem cell infusion, one side of the spike adapter (a y-shaped piece of tubing that is used to spike the small fluid bags & the stem cell bags) had one side that was not clamping. The bedside rn had to use a hemostat to clamp that side when it was not supposed to be dripping. Spike adapter - two spikes to one spike port with 20cm scd tubing and pinch clamps ref 2s-p20 lot v23644 the stem cells were able to be infused with no adverse events. The patient received their entire dose of stem cells without incident. Unit leadership and nurse educator were notified of the incident.